Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer perform the audio test and the test was passed. The customer also reported that the ip does not warn about set change when it's due and gave an unknown pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.